Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1800 mg/dl. Cause of bg level was not known. Customer went to the hospital and was admitted to the intensive care unit, customer was treated with intravenous fluids of saline and insulin and was discharged 11 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.